Event description:
The customer states that when processing a patient sample using the architect ca125 assay that they noted discrepancies in the results obtained using two different reagent lots. No additional information regarding the clinical history of the patient was available at this time. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: a review of the complaint data was performed to assess the performance of the assay. The complaint activity for the observed issue was normal and the issue is adequately addressed in the product labeling. Lot 75249m100, expiration date: 04/10/2010. As part of the investigation, accuracy testing was performed using file kits of architect ca 125 ii reagent, list number 2k45, lots 77486m100 and 75249m100 and architect ca 125 ii panels. Validity and acceptance criteria were met and each panel replicate tested was within specification range. Analysis of this data indicates that the architect ca 125 ii reagent, list number 2k45, lots 77486m100 and 75249m100 are performing as intended, and meeting their safety, effectiveness and label claims. Record review determined there were no adverse trends identified that indicate a product deficiency exists. Based on the investigation it is determined that the architect ca 125 ii assay is performing as intended. A specific reason for the customer observed issue was not identified. The customer was referred to the limitations of the procedure section of the architect ca 125 ii reagent package insert for possible causes for the customer observed issue.